Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device has been explanted.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening and flat creases. A leak test was performed which found two openings. A microscopic analysis identified two curved striated openings on the anterior and posterior sides assessed as surgical damage. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is curved striated openings assessed as surgical damage.